Manufacturer narrative:
B3 event date is approximate. Year of the event is confirmed to be valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) with an implantable neurostimulator (ins). Patient reported that they can't recharge and they can't turn their neurostimulator on since over a year ago. Technical services(ts) suggested getting the equipment to try and recharge to troubleshoot, however, patient wanted to see the manufacturer representative (rep) to troubleshoot instead. Technical services (tss) reviewed rep's role and redirected patient to their managing physician (hcp) to schedule an appointment and for hcp to page rep to be on site to troubleshoot. Patient mentioned that they are in a lot of pain.